Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the atrial lead could not be fixed. Multiple attempts were made, but the tip of the lead was broken. The lead was not implanted and was replaced. The physician did not allege the lead malfunction. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.